Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was not working. During troubleshooting with tandem technical support, the customer pressed the wake button multiple times using more force and reported button was working appropriately. Customer's blood glucose was 147 mg/dl.